Event description:
This procedure of pta of the afs was performed in (B)(6). The evercross balloon was inflated to 12 atm (rated burst is 11atm) at the level of the stenosis. The balloon burst, and the physician began to remove it. The evercross became stuck at the sheath. The sheath had to be removed with the balloon. No patient injured, no intervention necessary, no extension of the procedure time. Investigation of the returned device on (B)(6) 2014, found that the balloon chamber material exhibits both radial and longitudinal tearing.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.